Event description:
Update was received that the generator was explanted and replaced. The suspect generator has not been received to date. No other relevant information has been received to date.

Event description:
The generator was received for analysis. Device evaluation has not been completed to date.

Event description:
It was reported from the physician, that during interrogation the battery was observed to be depleted. The physician believes that the battery cannot be depleted as the patient generator was recently implanted. The physician noted that although the duty cycle is very high, it is still not possible for it to be depleted. A session report of the interrogation was attached and error code 255 is observed, which notes the generator is disabled due to an end of service (eos). An update was received that the physician ran a diagnostics on the generator and was able to conclude that the vns is working again. Error code 255 continues to be observed. Though, the physician knows the device is in fact providing stimulation and not at eos, as the patient also noted that they could feel the stimulation. A generator reset was attempted to troubleshoot the error and did not clear the error code. The physician notes that vns data is unreliable as the stimulations per day were different before and after the reset occured. The patient is to follow-up in three months to discuss a possible replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803. The medical device reporting regulation, based on information that livanova has obtained. But may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Device evaluation was completed. During the analysis a device failure was confirmed in the generator.